Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm with the helix extended and clogged with blood/tissue. Visual examination found the inner coil near the connector to be over-torqued due to procedural damage. X-ray examination found no anomalies. Electrical testing did not find any conductor fractures or internal shorts. After cleaning and applying torque directly, the helix could retract and extend within specification. The reported events of dislodgement and helix would not extend were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04132. It was reported that the patient presented for an initial implant procedure. During procedure, the right atrial lead dislodged and the helix would not extend upon repositioning. The physician exchanged the lead. Upon inserting the right ventricular lead into the implantable cardioverter defibrillator, high pacing impedance was observed. The physician exchanged the device and the impedance issue was resolved. The patient was in stable condition.